Event description:
It was reported that the surgical plan was made using the bks trimax implants rather than the bks cr implants requested by the surgeon. The or user noticed the difference in the implant model and notified the surgeon. The surgeon made the appropriate changes to reflect the correct implant and approved the plan. Changes were made before the case started. No delay and no patient harm.

Manufacturer narrative:
The think surgical case planner preparing the template for this case, inadvertently selected the incorrect implant model, from menu displayed in tplan. The error was noticed prior to the surgery and corrected. No paitent injury reported and the surgery was completed successfully. Note: we noitced this event was not included in the maude database, and investigation discovered duplicate MDR number, (B)(4) initially submitted on 5/3/2024. Therefore, think surgical decided to submit this event under a new MDR number.